Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was using a stent ab9u16150090 abre to treat the left proximal peripheral vein, common iliac vein (civ). Target lesion was fibrous with no degree of tortuosity, minimal degree of calcification. 90% lesion stenosis, 150mm lesion length and artery/vein diameter is 14mm. No abnormalities reported in relation to anatomy. IFU (instruction for use) was followed during preparation, procedure, post-procedure. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. 10fr cordis sheath and a .035 inqwire guidewire was used. Embolic protection was not used; the vessel was not pre-dilated and was post-dilated. A 12mm boston charger dilation device was used. The device did not pass through a previously deployed stent and no resistance encountered when advancing the device. Deployment issues were reported during the procedure, the stent had started to deploy, deployment wheel continued to spin but stent was not deploying. Physician removed handle, string was broken. Cut down the stent catheter to expose more string, did not work. Ultimately did pin and pull. However, the stent deployed successfully without injury/intervention (pin and pull after breaking catheter). Device removed safely without issue.

Manufacturer narrative:
Product analysis the device returned with the handle opened the thumb wheel wire was detached from the retractable sheath wire the blue isolation sheath had separated from the catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.